Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that the customer passed away in the ambulance, while in route to the hospital. Since the family refused autopsy, the cause of death was not determined. The customer had kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The insulin pump is not available for return because, the caller stated that the hospital did not return it with the rest of the customer's belongings.